Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('device breakage/other injury(ies): broken coils'). In a female patient who had essure (ess205) (batch no. 12268332), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches"), device expulsion ("migration of essure device (location of device: uterus), the proximal end of right essure appears to extend more centrally than typically seen"), dyspareunia ("dyspareunia(painful sexual intercourse)") and pelvic pain ("pelvic pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, migraine, device expulsion, dyspareunia and pelvic pain outcome was unknown. The reporter considered device breakage, device expulsion, dyspareunia, migraine and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in (B)(6) 2005, essure confirmation test result: total bilateral occlusion. Lot number#: 12268332, manufacturing date: 2004/09, expiration date: 2006/08. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020, quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/ other injury(ies): broken coils') in a female patient who had essure (ess205) (batch no. 12268332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), device expulsion ("migration of essure device (location of device: uterus)/the proximal end of right essure appears to extend more centrally than typically seen"), dyspareunia ("dyspareunia(painful sexual intercourse)") and pelvic pain ("pelvic pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, migraine, device expulsion, dyspareunia and pelvic pain outcome was unknown. The reporter considered device breakage, device expulsion, dyspareunia, migraine and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2005: essure confirmation test result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: pfs received: lot number was added, case become incident, previously reported event injury to herself was deleted, newly added events- migraine, device expulsion, dyspareunia, pelvic pain female, essure insertion and removal date were added, reporter was added, consumer address were updated and height, race was added, lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.